Event description:
It was reported that this device had not been interrogated in over 3 years. Interrogation was being performed now and the caller stated it was taking a long time and the programmer was stuck on the progress bar at 100% complete. A boston scientific technical services consultant instructed the caller to restart the programmer which resulted in successful stated interrogation and update. No adverse patient effects were reported. It was reported that this device was subsequently explanted for normal battery depletion. The product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Manufacturer narrative:
This explanted device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. High power visual inspection of the header revealed no anomalies. Telemetry was normal upon return and a full memory download was performed and completed. After chilling the device, rf telemetry could not be established, suggesting a potential intermittent, temperature-dependent issue within the rf circuitry. Device connected to iva (implant verification assistant) and a diagnostic download was performed and completed normally. There were no suspicious system errors or resets and the v2p2 counts were normal. The device communicated normally with the emblem software on the 3300 programmer and the progress bar successfully completed normally. Additional testing was conducted to further evaluate the intermittent difficulty encountered with establishing telemetry with this device; the rf wake-up periods were monitored while the device was subjected to varying temperatures. Although there were wake-up periods during this testing that were observed to be within the operational threshold (at least 1.8 milliseconds), most of the wake-up periods measured above room temperature were less than the operational threshold. This device behavior is consistent with a rare, shortened telemetry wake-up pulse behavior associated with a telemetry component (oscillating crystal) within the rf circuit, resulting in an intermittent inability to interrogate the s-ICD. Although this behavior resulted in the observed interrogation difficulties, please note that tachycardia therapy remained available to the patient.